Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: reginald bell1 , f. Paul buckley, iii2, john lipham3,subigya parajuli2, and rachel heidrick1. Comparative outcomes of magnetic sphincter augmentation and fundoplication in revisional surgery. Doi: 10.1177/26345161231216416 journals.sagepub.com/home/gut. The aim of this prospective study is to compared safety and clinical outcomes of 4 main categories: fundoplication revised to fundoplication (f-f); fundoplication to msa (f-m), msa to fundoplication (m-f) and msa to msa (m-m).between (B)(6) 2005 and (B)(6) 2023. A total of 742 patients were included in the study. Consists of 63 females with the mean age of 58.2 (16-89). Treated with magnetic sphincter augmentation. Follow up were unknown. Reported complications: linx® reflux management system (ethicon endo surgery). -capnothorax (requiring treatment) (n=7). -abscess (n=1). Treatment: not reported. -acute reherniation (n=2). Treatment: not reported. -dysphagia needing dilation (n=5). -leak (n=1). Treatment: not reported. -pneumonia (n=1). Treatment: not reported. -required reoperation (n=4). In conclusions, over 95% of patients had disruption of the hiatus requiring repair, though prior msa was associated with far fewer >3 cm hernias than prior fundoplication. Patients with an antecedent msa can be revised with similar safety and outcomes as those having an antecedent fundoplication. Msa has equivalent results to fundoplication when used as a revisional procedure post antecedent fundoplication.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.